Event description:
It was reported that this patient had a recent sicd implant procedure and has received two inappropriate shocks on the same day due to oversensing via reduced intrinsic amplitudes. Technical services reviewed the EKG strips and stated there was evidence of air bubbles. Some reprogramming options were discussed. There were no additional adverse patient effects. The device remains implanted.